Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced incontinence and pain in her groin and legs. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/29/2021. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted.